Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). Fse was dispatched and on (B)(6) and (B)(6) 2016 replaced 5v/24v power supply and the 12v power supply. Checked voltages and the machine is working within specifications. The most probable cause of the reported event was both power supplies blown due to power outage.

Event description:
On (B)(6) 2016 the customer reported that analyzer keeps powering off with their hlc-723g8 analyzer. The customer is unable to run hba1c patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.